Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/19/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: evaluation revealed that the black box review show power on reset events on (B)(6) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. A visual inspection of battery cap revealed, stripped threads and the yellow o-ring was visible and not seated properly. The battery cap was found to be spinning in place when screwing cap into battery compartment. Power loss was duplicated due to the cap detaching and battery compartment crack. (B)(6).